Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had problems with no delivery. Customer reported that the high blood glucose levels began on the morning of (B)(6) 2017 when the blood glucose was at 449 mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The motor positioning may have shifted. Customer was advised to change the infusion set, reservoir and insulin. The product will not be returned for analysis.